Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion was noted at 9.8-12.5cm, from the distal end. Also, internal insulation abrasions were noted at 10.4-11.4cm and 13.2-14.2 cm from the distal end. External insulation abrasion was noted at 12.7-13 cm from the proximal end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.